Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) sensor was worn and starting to split off to the side. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer reported issue. The investigation determined that there was a wrong reading during motor check that was the cause of the issue. The error will be addressed during repair.

Event description:
It was reported that the pump shows error 1820. There was unknown patient involvement.